Event description:
It was reported that in the syngo plaza, there is a potential for malfunction when using the syngo plaza, version (B)(4) software. With (B)(4) applications roi (region of interest) are showing incorrect values and do not match to syngo.via and osirix. The issue is isolated to images of pixel depth greater than 12 bit (99% of all stored images). The problem exists prior to (B)(4) as well. Analysis showed that this behavior is caused by a software bug. A miscalculation done for the grey scale values in the functions "region of interest," "pixel lens," "edge enhancement", and "histograms" may occur in some situations. The min/max value of pixel density in the functions "region of interest," "pixel lens," "edge enhancement", and "histograms" is not correct for images with a pixel depth greater than 12 bits. It has to be noted that the mentioned measurements shown in prior images are also not correct. All values that are calculated for images with a pixel depth less than 12 bits are correct. This incident occurred in (B)(6).

Manufacturer narrative:
A csan (customer safety advisory notice) was released for all affected customers informing them of this problem. There have been no reports of injury to any patients. The (B)(4) was reported to the FDA on (B)(4) 2012, under (B)(4). This issue will be resolved in the syngo plaza software version (B)(4) with a ui (update instruction) and will be distributed to all affected customers in august 2012. (B)(6).